Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the stent was torn from the suture hole to the proximal end. The suture was not present with the returned device. The investigation has determined the tear is consistent with those caused by the suture. Most likely, the suture was pulled through the stent wall when trying to place/position the device. Therefore, the most probable root cause for this event is determined to be operational context.

Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, resistance was experienced when advancing the stent with the ureteroscope through the patient's anatomy. When force was applied to advance the stent, the bladder end of the stent was torn, and the stent could not be used. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, resistance was experienced when advancing the stent with the ureteroscope through the patient's anatomy. When force was applied to advance the stent, the bladder end of the stent was torn, and the stent could not be used. The patient's condition at the conclusion of the procedure was reported to be "good."